Manufacturer narrative:
Imdrf impact code (B)(4). Imdrf device code (B)(4). .

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. During the procedure, as the endoscopist attempted to ligate an esophageal varix, the ligator cap of the device was detached from the connecting wire and fell into the patient's lower esophagus. It was reported that the suture was also broken. The detached ligator cap was successfully retrieved using a flexible snare. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. During the procedure, as the endoscopist attempted to ligate an esophageal varix, the ligator cap of the device was detached from the connecting wire and fell into the patient's lower esophagus. It was reported that the suture was also broken. The detached ligator cap was successfully retrieved using a flexible snare. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of using another device (flexible snare) to retrieve the detached ligator cap. Imdrf device code a0401 captures the reportable event of suture break. Imdrf device code a0501 captures the reportable event of detached ligator cap. Block g2: medwatch number is mw5113908.